Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (oracle slap hammer, part number 03.809.972, lot number 6487169). The complaint device was received by synthes customer quality with the complaint that the oracle slap hammer broke while attempting to remove a trial spacer during surgery. The oracle slap hammer (03.809.972) is used in the oracle spacer system as well as the t-pal system in order to remove trial spacers according to two the associated technique guides. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): adapter and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported, a device history record review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. The returned instrument was examined and the complaint condition was able to be confirmed as the device¿s shaft was found to be broken flush with the adapter. No definitive root cause was able to be determined however the failure mode is typically associated with rough use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial interbody fusion procedure on (B)(6) 2016, while the surgeon was removing the trial spacer, the oracle slap hammer stem broke off where it couples with the bottom of the hammer. The break was clean and no fragments were generated. The surgeon removed the trial spacer and continued on with the surgery without the complained instrument. A substitute instrument was not used. The surgery was completed successfully without delay. There was no report of patient harm. This report is 1 of 1 for (B)(4).